Event description:
It was reported that the patient with this implantable pacemaker device experienced a poking sensation on the patient's side. Additionally, the patient stated that the lead doesn't connect, and the patient was to have a new lead implanted but was bumped for someone with an emergency. This lead remains in service. No adverse patient effects were reported.